Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported patient¿s blood glucose levels rose up to 330 mg/dl. The pod was removed, and the patient stated the cannula was bent. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 36 and 48 hours on the arm.

Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high blood glucose levels. Correction: (device available for eval: yes, date returned to mfg: 3/20/2019) the device had been received at the time of initial report. Correction: (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.